Manufacturer narrative:
Unit received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Insulin pump received with partially broken reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.

Event description:
It was reported that customer experienced physical damage of insulin pump. Customer reported that the reservoir compartment was damaged. Customer reported that the o-ring was broken. Customer also reported of being in an automobile accident on (B)(6) 2016. Customer was sitting in the back seat when vehicle was hit. Customer went to the emergency room and was treated with juice. Customer began to experience low blood glucose of 70 mg/dl and 50 mg/dl after accident. Customer was not admitted into the hospital. Customer was advised that insulin pump would need to be replaced.